Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. The patient had not opened the patient line clamp during prime. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the cause of the air in tubing is user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting a system error (se) 2084 (illegal door open) alarm that appeared on the homechoice (hc) during initial drain, the home patient (hp) reported that he had tried to open the door on the machine due to air in the patient line. The baxter technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm and advised to restart with new supplies. During a follow up with the hp regarding the air in line, it was revealed that the issue was resolved and he had started over using new supplies. The hp explained that he inadvertently left the clamp on the patient line closed during priming. The hp added that he has been performing therapy for a long time, and this was an accident. The hp insisted that he is aware of the proper procedure and did not need to discuss with the nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.